Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) of 300-400 mg/dl with nausea and vomiting on (B)(6) 2013. The patient denied issues with site/set/cartridge. The patient reported having to use a lot more insulin that usual to lower her bg and was bolusing more with the pump. The patient denied change in activity or any issues involving diabetes management. Troubleshooting of the pump was performed by animas customer technical support with no mechanical issues noted; the pump settings were verified as being correct and the pump was noted to be delivering as intended. The patient stated she had started using a new vial of insulin just prior to the reported elevations in bg. The patient verified the vial was new and stated the vial of insulin ¿looked good.¿ the patient was advised to contact her healthcare provider regarding the bg elevation issue. This complaint is being reported because the patient experienced elevated bg of unknown origin while on insulin pump therapy. The insulin pump has not been requested back.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.